Manufacturer narrative:
The issue has been ongoing since (B)(6) 2016, but the incidence has increased since the transfer set was changed sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was ¿not locking¿ when it was being connected to the transfer set during peritoneal dialysis therapy. The customer advised that the minicap would close and did not seem secure to the transfer set, and one day the minicap fell off of the transfer set. This event occurred during use with patient involvement. The patient has been getting more of this issue since the transfer set was changed. The patient was advised the patient to have the transfer set checked out with their clinician. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.